Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the shaft of the catheter detached. The target lesion was located in the moderately tortuous coronary artery. During the procedure, a guidezilla was used to cross a non bsc stent. It was noted that the stent came into contact with the exit port at the proximal part of the monorail lumen. However, the stent was lifted and the guidezilla was almost detached. The physician noted that the exit port was located at the curved site of aorta, therefore the stent could have come into contact with it. This device was exchanged to a non bsc guide extension catheter to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic examination and tactile inspection for the distal shaft found no irregularities or defects. Microscopic inspection revealed a partial separation at the collar/proximal area. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that the shaft of the catheter detached.the target lesion was located in the moderately tortuous coronary artery. During the procedure, a guidezilla as used to cross a non bsc stent. It was noted that the stent came into contact with the exit port at the proximal part of the monorail lumen. However, the stent was lifted and the guidezilla was almost detached. The physician noted that the exit port was located at the curved site of aorta, therefore the stent could have come into contact with it. This device was exchanged to a non bsc guide extension catheter to complete the procedure. No patient complications were reported and the patient's status was good.